Event description:
It was reported that a patient experienced pain following surgery. The patient reported pain on (B)(6) 2013. The patient was seen on (B)(6) 2013 and the hardware was removed. Per the surgeon, the patient was treated for a post-operative infection with antibiotics (type unknown).

Manufacturer narrative:
No additional adverse consequences have been reported from this event. This device is used for treatment. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, states "... Infection, both deep and superficial. Allergies and other reaction to the device material."